Manufacturer narrative:
The complaint of unintended rate change was confirmed in the logs as a result of user programming. Review of the pcu event log showed, on (B)(6) 2020, the suspect device received a remote IV of drugid=589 (confirmed as oxytocin) at a rate of 2 ml/hr (vtbi= 500 ml). After manually increasing the rate multiple times, the dose was changed to 50 unit/hr, which calculated the rate to 833.333 ml/hr. No guardrail warning was recorded for this rate change. Inspection and testing could not be performed on pump module s/n (B)(4) because, although requested, it was not returned for investigation. The event administration set was not returned for investigation. Device history review: review of the source device (sn (B)(4) service history record showed the device had a manufacture date of 06apr2015. A review of the device service history record was performed beginning from the date of manufacture to the present date 08jun2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed one (1) production failure record ((B)(4)) was opened for the source device for issues unrelated to this complaint. The root cause of the customer¿s complaint of unintended rate change was identified as a result of user programming.

Event description:
It was reported from the maternal newborn unit that the oxytocin infusion rate was changed by the rn from 8units/hr to 10units/hr. After assisting the patient back from the bathroom, the infusion rate displayed 833units/hr. The device was immediately turned off by the rn. The rn staff checked the infusion report on the software iaware, but the device showed "not associated". There was no consequence or impact to the patient.